Event description:
The customer reported the 9600 system froze during the boot up process and displayed an error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system application hard drive was replaced. The system was tested and operates as intended.